Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal insulation abraded at 41 cm from the connector pin due to friction with another implanted device.

Event description:
It was reported that the lead exhibited low impedance. The lead was explanted and replaced.